Manufacturer narrative:
The reported field experience of a lv setscrew difficulty was verified in the lab. Upon receipt, the left ventricular setscrew was unable to engage with test leads because it was stripped with septum material inside. The septum material was removed from the device setscrew, and an test lead was able to fully insert and secure into the device header. The event occurred during a generator change out, which suggests that the setscrew damage is procedure related.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: (B)(4). It was reported that during initial implant, the setscrew would not tighten in the header of the implantable cardioverter defibrillator. The setscrew then came out of the header and was stuck to the hex wrench. The left ventricular lead, which had been inserted into the header, then was attempted to be removed to replace the device. When the lead was pulled out of the header, the lead tip separated from the main lead body, so the lead was then removed and replaced. There were no patient consequences.